Manufacturer narrative:
The devices are to be returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist, there were difficulties with the 26mm sapien 3 ultra valve and ultra delivery system advancing through the axela sheath. During attempts to remove, the valve came off balloon and got stuck in sheath. A new sheath, valve and delivery system were used to complete the procedure successfully. There were no patient injuries.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. In addition, no imagery was provided for review. A device history review (DHR) was performed and did not reveal any issues that may have contributed to the reported event. Review of lot history for the relevant work order revealed no other complaints related to the reported event.  Ultra delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. Based on a review of the IFU and training manual, no deficiencies were identified. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The reported event was unable to be confirmed as the device was not returned and relevant imagery was not provided. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the complaint description, ¿there were difficulties with the 26mm sapien 3 ultra valve and ultra delivery system advancing through the axela sheath.¿ to counter the observed resistance, excessive force and manipulation would likely have been applied. This could result in damage to the valve or catching of the valve against the sheath, which could then make it more likely to slip off the balloon during retrieval. While a definitive root cause is unable to be determined, available information suggests that procedural factors (excessive force and device manipulation) may have resulted in the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified during this evaluation, a product risk assessment (pra) and corrective/preventative actions are not required.